Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's wake button does not respond on the pump. The customer confirmed that the bolus feature was turned on in the pump settings. Additionally, the contact reported that the customer experienced high blood glucose (bg) levels of 200s mg/dl and delivered a correction bolus to address bg level. Reportedly, the contact stated the cause of the high bg levels were possible due to hormones and declined to further troubleshoot.

Manufacturer narrative:
The failure investigation has been completed and the wake button allegation was verified. Functional testing was performed and no failure was identified related to elevated blood glucose.